Event description:
Same case as MFR report #: 2134265-2010-05504. It was reported that during a stenting treatment procedure, stent damage occurred. Prior to the start of the procedure, the patient was taking plavix, aspirin, metoral, losartan and nitrocontin. Access was obtained via the left femoral artery. The 95% stenosed concentric de novo lesion, measuring approximately 18mm in length with a vessel diameter of 4mm was located in a non-calcified and non-tortuous saphenous vein graft to the right coronary artery. The filterwire-ez was placed. The lesion was predilated with a 2.5x20mm balloon which reduced the stenosis to 70%. A 3.5x24mm promus element stent was implanted in the lesion. After the stent was implanted, the physician attempted to withdraw the filterwire-ez and the device became stuck in the stent. After three and a half hours, the physician was able to remove the filterwire-ez, but the stent became damaged as a result. A non bsc stent was implanted and post-dilation was performed with a 4.0x20mm balloon. The procedure was completed with a different device. No patient complications were reported. Patient status is listed as stable. This device is only ous approved, but it is similar to an approved us device.

Event description:
It was further reported that the stent was deployed, it was crushed with a balloon and then removed from the patient. After the stent was crushed, the filterwire-ez was removed in an open loop state. During the removal of the filterwire-ez, the device became deformed but was able to be removed completely.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).